Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 300 mg/dl. The patient was vomiting and had stomach pain. For treatment, the patient was given a intravenous (IV) drip of zofran, morphine and norco. The ketones were positive. The pod was worn between 4 and 24 hours on the leg. The patient was discharged between 36 and 48 hours.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.